Event description:
It was reported that during a knee arthroscopy the shaver handpiece would not oscillate and when it did start, the device would not stop until unplugged. There was no reported injury or delay associated with this event.

Manufacturer narrative:
Investigation: the shaver handpiece was returned for evaluation and the customer's reported problem was confirmed. Further investigation found that the device activated on its own. There have been no reported injuries associated with this failure mode. This failure mode will continue to be monitored.